Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2013. It was reported through patient outcome that the patient was expired on (B)(6) 2018 due to suspected pump thrombosis. No autopsy was performed. The device will not be returned for evaluation. No alarms were observed for the event. No further information was provided.

Manufacturer narrative:
The device was not returned and was not available for evaluation. A direct correlation between heartmate ii lvas and the patient¿s expiration cannot be conclusively determined. The heartmate ii lvas instructions for use (IFU) lists thrombus and death as adverse events that may be associated with the use of the heartmate ii lvas and outlines the indications of thrombus, as well as how to respond to such events. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.